Event description:
The dental implant fx3608swc was removed on (B)(6) 2018 due to failure to osseointegrate 23 days after implantation. The doctor noted bone resorption during explantation. The patient has no significant medical history. The patient has recovered without complications.